Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for non-malignant pain. The patient reported that they feel the battery moving in the pocket. They noticed the issue in late (B)(6) 2019. The cause of the issue is undetermined. It was a noted that the healthcare provider obtained x-rays and was not concerned with any results at this time. The patient is able to recharge with no issues; therefore, the physician is not concerned with the pocket or position of the implantable neurostimulator (ins) at this time. No further complications were reported or anticipated.